Event description:
It was reported that a physician was having difficulties with his handheld device. The physician indicated that the screen would freeze on the interrogation screen and could be resolved by re-seating the flashcard however, he requested a new handheld device be sent out to him. The physician was sent a replacement handheld device and his old handheld device and flashcard/software were returned to the MFR. Device evaluation is in process.